Manufacturer narrative:
There has been a previous report with the same product where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a paste filler separated. The separated piece was retrieved and treatment was concluded.

Manufacturer narrative:
Involved paste filler is actually broken at the base of the active part. No material defect was found during analysis of the rupture pattern. No unused product is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. This kind of event is tracked and we monitor the trend.